Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens was repositioned. Lens was exchanged with a different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge vial. Visual inspection found haptic broken and fibre on lens surface. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).